Manufacturer narrative:
See attached follow up summary report.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the entire graphic user interface (gui) became frozen and was non-responsive to touch. The ventilator continued to ventilate the patient. Patient was moved to another ventilator. There was no harm to patient.